Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. Summary of investigational findings: as no product, photos or imaging received to support this investigation it has not been possible to conclude whether the reported gap is related to device manufacture or device handling. According to the manufacturing, the distance between the distal end of the tip and the distal end of the sheath is verified and the wo of the device appears to be complete with no evidence to suggest that the device was not manufactured according to spec. It is believed that this event is likely related to device handling. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a male patient who had previously had vascular prosthesis/prostheses implanted in the abdomen underwent tevar for impending rupture in a thoracic site via abdominal surgery, approached from the vascular prosthesis. The physician judged that the patient was suitable for the procedure, and the procedure was conducted with following the IFU. After placing zteg-2p-34-202-pf in the proximal side, the delivery system of zteg-2p-36-202-pf was inserted but it would not advance. The user removed it and noticed that there was a gap between the sheath and dilator. The device was replaced with a back-up device (zteg-2p-38-202-pf) to avoid further advancement difficulty. The procedure was completed with no problem. Patient outcome: there have been no adverse effects to the patient reported.